Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant, a remote transmission showed far field r-wave (ffrw) oversensing of the atrial lead and intermittent atrial undersensing of the lead during atrial arrhythmia episodes. The atrial lead remains in use. No patient complications have been reported as a result of this event.